Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was contamination on the ca and battery boards. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to power on.